Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - the lens was damaged. - the image was blurry. - the lg (light guide) fibers were damaged. - the outer tube was skewed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to excessive force. Due to the bent cladding tube, a lens in the optical system is broken and the image is blurred. The optical fibres are damaged because they have been broken by an impact or a fall. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid scope's lens was damaged. The event was found during reprocessing. A therapeutic electric cutting procedure was performed. The procedure was completed using a similar device. The patient was not under sedation. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.